Manufacturer narrative:
Additional information provided indicated the patient was scheduled to receive a non-edwards tavr approximately two years and five months post implant of the 26mm sapien 3 valve. Investigation is ongoing. Despite multiple attempts to obtain additional details and outcome of the intervention, the information was not forthcoming.

Manufacturer narrative:
Multiple unsuccessful attempts were made to gather additional information regarding the reason for the valve in valve procedure that is planned 3 years and 4 months post implantation. Patient medical records and procedure op notes (implant and most recent echo) were not provided by the hospital for review. In this case, the valve is not available for evaluation as the procedure is planned and has not yet been performed; however, there was no indication or allegation that a product deficiency contributed to this event. The reason for the patient requiring a valve in valve is not available at this time. There is insufficient information to determine if the event is related to a device malfunction. Due to insufficient information provided, a root cause cannot be confirmed. It is possible that patient factors and co-morbidities may be contributing to the patient¿s planned valve in valve procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist via thv hotline, approximately 3 years and 4 months post implantation of a 26mm sapien 3 valve in the native aortic position with the commander delivery system and esheath, a valve in valve is to be performed. The details of the reason for the valve in valve were not provided. The exact date of when the valve in valve is planned is unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.